Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down during use. The user reported, that no patient injury occurred.

Event description:
It was reported that the device shut down during use. The user reported, that no patient injury occurred.

Manufacturer narrative:
The investigation was based on the information provided by the user and hospital technician. Based on the reported information a short circuit of the connected humidifier caused a power outage of the treatment room. In the scenario described by the user, the savina 300 switches over to battery operation. A detailed investigation of the behaviour of the savina 300 since the log file of the device was not provided. It is concluded that the device shutdown either due to a discharged battery (battery run empty and device was not connected to ac mains again) or that battery operation was not available (battery not charged or damaged battery). The switch over to battery operation is brought to the users¿ attention by the message "internal battery activated". During the discharging process savina posts ascending alarm messages. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm for at least 2 minutes. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. It is unknown whether the maintenance of the internal battery was carried out as specified in the instruction for use (IFU). According to the IFU the internal battery must be replaced at least every 2 years. Additionally, the IFU states to check the switch-over to battery operation during the device check prior to use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.